Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was over 600 mg/dl at the time of incident. Customer¿s current blood glucose was 600 mg/dl. Customer treated for high blood glucose with syringes. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Based on customer report proceeding in troubleshoot per customer alleging possible insulin pump under delivery. Customer reported that the infusion set cannula was bent. Customer wishes to review the most recent bolus history to ensure boluses were accounted for and entered accurately. Customer reported that bolus history displays all bolus entries based on their recollection. Customer performed displacement test and test was passed. Customer reported that they are unable to perform hp test at this time. The pump will not be returned for analysis.